Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, secondary findings, dust was observed, and complaint was not confirmed. There was no error codes found. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed but dust contamination in the air path was observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.